Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump had some writing on the screen and it went blank. The customer will call back to troubleshoot. The insulin pump will not be returned for analysis.